Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a peripheral interventional procedure using a 6f sheath. Reportedly, the foot plate was opened and closed without first advancing the device deep enough for bleed back from the marker lumen. The foot plate captured tissue and the device became stuck in the vessel. Force was applied to remove the device, causing damage to the vessel. Access was gained in the right groin and they went up and over to the damaged side to treat the vessel with an non-abbott stent covered stent to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove could not be confirmed because they could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the physician had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states ¿position the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Do not open the foot if ¿mark¿ is not observed from the marker lumen.¿ additionally, section 8.0 states: do not advance or withdraw the perclose prostyle smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is likely the opening of the foot prior to identifying position via the mark led to the reported difficulties. The reported patient effects of tissue injury is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices the reported difficult to remove and subsequent treatment are due to the circumstances of the procedure. In this case, it is likely IFU violation of not observing mark prior to deploying the foot caused the related difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.